Manufacturer narrative:
Patient age and weight not available from the site. RMA issued. Replacement computer shipped (B)(4) 2013. Medtronic investigation of returned suspect computer finds initial boot successful. Run in app with glxgears for 3-4 hrs with no faults. All ram cards seated correctly. Smart data reports 0 bad sectors. Medtronic representative, following-up at the site, performed a navigation system check-out, all areas passed. Replaced computer, ensured all software was correctly loaded and up-to-date. Tested dicom qr, cleaned system and verified all software registrations and instruments. No further issues have been reported.

Event description:
A medtronic representative reported that while in a cranial procedure, the surgeon had completed registering the patient when the software became unresponsive. After a re-boot, the system returned to normal function and the adult patient was re-registered. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.